Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this electrode was discovered to be dislodged a week after implantation. The tip of this electrode had migrated to the xiphoid process. It was noted the patient was also undergoing dialysis. A repositioning procedure was performed on this electrode. Tunneling was performed again to change two incisions to three incisions. Additional suture reinforcement was applied to this electrode and the device. This electrode remains in service. No additional adverse patient effects were reported.